Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high hv lead impedance was noted from the rv coil to can and sv coil to can configurations. Lead remains implanted.